Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, there was insufficient drive of the hand pieces. The case was successfully completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatches being submitted as seven devices were involved in this event. See also medwatches 2210968-2011-01642, 2210968-2011-01643, 2210968-2011-01644, 2210968-2011-01645, 2210968-2011-01646, 2210968-2011-01647. The same patient is represented in each medwatch.